Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the compact air drive device seized, moved heavily and was jammed. It was noted that the motor reverse pin and other spare parts were found to be faulty. It was further determined that the device failed pretest for check function of soft mode switch (safety system), check triggers for forward / reverse mode, check for untrue running, and check starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Please note that the incorrect date of manufacture (dom) (sep 29, 2004) was inadvertently entered into the initial medwatch report. Upon further investigation the correct dom (sep 30, 2004) has been obtained and entered in the section (UDI) and device manufacture date of this supplemental medwatch report. If additional information should become available, a supplemental medwatch will be submitted accordingly.